Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The instrument tracker was returned to the manufacturer for evaluation. Testing found that the tap was stuck within the tracker and they could not be removed. Functional testing found that the tracker could be tracked. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation and spinal instruments, outside of procedure. It was reported that the violet in strument tracker and tap got stuck, it was not possible to remove the tap. No patient was present.